Manufacturer narrative:
The device will not be returned as it was disposed by the customer. (B)(4).

Event description:
After the procedure, the soundstar 3-d ultrasound catheter entry point in the femoral artery did not seal properly, they were not able to use an angioseal (an 8.5 french sheath ¿ non bwi product) so it was performed down to manual pressure. The patient bleed and due the hypertrophic obstructive cardiomyopathy condition, it was not capable to handle with reduced volumes and arrested almost immediately in recovery. Emergency surgery brought an output back, but there had been underperfusion of organs by then. The patient died two days later. On (B)(6), received additional information requested from bwi representative stating that the physician opinion regarding the causality of adverse event was procedure related.